Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Reportedly, the customer dropped the pump and stated that the cartridge had slightly popped out form the pump. When the customer attempted to go to the options menu, the pump was unexpectedly shutdown. There was no reported impact to the customer's blood glucose level. A new cartridge was successfully loaded after the pump was turned on to address the alarm.